Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). This reports contains also the device evaluation. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the respective tf 5509 and tf 9907 occurred on june 5th, 2025, as mentioned by the end user. The event is considered reportable as if such event were to occur during ventilation, the therapy might be affected and therefore a potential deterioration in the patient' s state of health cannot be excluded. Troubleshooting identified the root cause as a defective servo assembly. The faulty component was replaced, and service software checks were performed to verify proper functionality. The unit successfully passed all tests and was made available for use again.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf 5509 and 9907 at start-up. No patient involved.